Event description:
It was reported the device was replaced as a prophylactic removal of pump to avoid in-vivo battery depletion. No symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
Analysis showed battery voltage was at 3.689 volts and 3.566 volts at maximum rate. Current drain was 6 ma which was extremely high current drain with the motor at the maximum rate. M1 feedthrough (44 ohms) shorted to the case. M2 feedthrough had a low resistance (1.459 ohms) to the case with drops of moisture across the glass. The roller arm area had a slight amount of corrosion present, but the roller wheels turned freely. X-rays showed the roller arm was not moving. Final device analysis revealed the motor feedthrough shorted to the case-bridging residue.